Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing constant pain and difficulty in walking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported symptoms were confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation for the polyethylene box identified that it is susceptible to deformation under certain loading conditions and was subsequently redesigned, however, as the product was not returned, deformation could not be confirmed. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent left knee arthroplasty and is subsequently experiencing constant pain, difficulty walking and increasing issues with hyperextension. The patient's surgeon recommended a custom-molded hinged knee brace that prevents hyperextension. If the brace does not improve the patient's symptoms, the surgeon will consider a procedure for hardware exchange. Follow-up notes further report that the patient's range of motion is zero (0) to 120 degrees, but when the patient's quadriceps are relaxed, the patient hyperextends ten (10) degrees. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).